Event description:
It was reported that the continuous cardiac output (cco) value was incorrect during use of a vigilance ii monitor. Although other parameters changed, the cco value displayed on the vigilance ii monitor did not. Additionally, svo2 fluctuated severely from below 60% to over 90%. The customer noted the abnormality of the value and surmised that the value was demonstrably wrong. No alert or alarms were reported with respect to this event and no patient compromise occurred, as no treatment was initiated in response to the erroneous values.

Manufacturer narrative:
The vigilance ii monitor was manufactured 12-nov-2008 and review of the device history record supports that there were no non-conformances noted for any reason. Per edwards¿ procedure ¿lifetime of the product specification,¿ the useful life of the monitor is 5 years. The referenced monitor has significantly exceeded its useful life. Examination of the returned device was unable to replicate the customer¿s complaint. There was no failure of the monitor to perform as expected. Over 36 hours of burn-in testing, fatu final testing and safety testing were performed. No physical damage was observed during the visual inspection. The cable date of manufacture was unable to be determined as the 70cc2 cables are not serialized and the cable device history record was not available for review. The customer¿s complaint was unable to be replicated during examination of the returned cable. No physical damage was observed during the visual inspection. A cable self-test was performed utilizing a vigilance ii monitor, whereby cirris functional testing and sr720 testing were successfully executed with expected results. It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to function appropriately. The cable and monitor will be returned to the customer (B)(4) (MDR 2015691-2014-00825 and MDR 2015691-2014-00826).

Manufacturer narrative:
A follow-up submission will communicate the results of the device history record review, the returned product evaluation result(s), investigation, and conclusion. Two system-related devices are also referenced as suspect. Please see MDR 2015691-2014-00822 for the om2 cable. The reference number for the 70cc2 cable referenced in the event will be communicated in the monitor follow-up submission (the MDR report for the 70cc2 cable is subsequent to the monitor submission, and therefore not available at this time).

Manufacturer narrative:
The customer¿s complaint was unable to be replicated during examination of the returned device. No physical damage was observed during the visual inspection. A cable self-test was performed utilizing a vigilance ii monitor, whereby cirris functional testing and sr720 testing were successfully executed with expected results. The suspect system-related vigilance ii monitor associated with this event (see MDR 2015691-2014-00825) was also examined and determined to be functioning per specification(s). It is unknown whether procedural processes or a specific circumstance played a role in the customer¿s experience, as no fault could be determined and there was no evidence of any failure of either device to function appropriately. The cable will be returned to the customer.